Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to be dislodged due to a loss of capture. A x-ray confirmed the dislodgement. The dislodgement was suspected to be due to a loose suture sleeve. A revision procedure took place and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.